Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found that the male luer collar was cracked/broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was cracked at the luer connection. The reporter stated that a "chunk" was found to be lying on the bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.